Manufacturer narrative:
Follow-up received on 11-feb-2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced pain right after essure implantation until had it removed and nonstop bleeding. These events interpreted as pelvic pain and genital haemorrhage respectively, are serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. Also, abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported that she had pain right after essure implantation until she had it removed. She stated that it was a sharp shooting pain going into her thighs back, stomach and pelvic area. Also, consumer informed she experienced intense hot flashes and hives. She felt like they were trying to push out of her body and she was not being able to sleep. Given their nature, the serious events are assessed as related to essure use. Since an intervention was implied (the consumer mentioned that essure was removed) the case is regarded as incident. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she had pain right after essure implantation until she had it removed. She stated that it was a sharp shooting pain going into her thighs back, stomach and pelvic area. She had intense hot flashes. She felt like they were trying to push out of her body and experienced stabbing pain, itching, hives, big swollen lips, throwing up from being in so much pain and nonstop bleeding. Aso, she was not being able to sleep. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced pain right after essure implantation until had it removed and nonstop bleeding. These events interpreted as pelvic pain and genital haemorrhage respectively, are serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. Also, abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported that she had pain right after essure implantation until she had it removed. She stated that it was a sharp shooting pain going into her thighs back, stomach and pelvic area. Also, consumer informed she experienced intense hot flashes and hives. She felt like they were trying to push out of her body and she was not being able to sleep. Given their nature, the serious events are assessed as related to essure use. Since an intervention was implied (the consumer mentioned that essure was removed) the case is regarded as incident. Technical analysis has been requested.